Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was constantly vibrating. The customer's blood glucose level was 13.2 mmol/l. The customer was assisted in troubleshooting. It was reported that the customer was getting constant tone while trying to bolus. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm constant tone due to blank display.